Event description:
It was further reported that the reported amplatz wire was not a bsc manufactured device.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR ID # 2134265-2013-02504. It was reported that during a angioplasty procedure, the stent delivery system became stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa), with tortuosity noted as "not extensive". As the 6mmx150mm 130cm innova stent was advanced on the amplatz wire the device became stuck and could not be advanced or withdrawn on the wire. The innova and amplatz devices were removed together as a unit. The procedure was completed with two epic stents. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).